Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was below 70 mg/dl. The customer revived a low suspend alarm as well. The customer was assisted with troubleshooting and was informed that the sensor needs to be replaced. The sensor turned out to be bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.